Event description:
On (B)(6) 2024: I received radiesse plus (calcium hydroxylapatite) injections in the face. Approximately 1 week post-injection ((B)(6) 2024), abrupt onset of new systemic symptoms developed, including head and facial pressure, ear fullness, cranial tightness, lightheadedness, disequilibrium, and persistent visual disturbances. These were followed by intermittent cold sensations across the scalp and face, migratory nerve tingling, and a sensation of cranial pressure resembling a tight band. Symptoms have persisted for over 8 months, significantly affecting quality of life (confusion, cognitive decline/memory issues/ processing delay) and prompting evaluations by multiple specialists, including multiple ER visits, 2 neurologists, ortho (to rule out csf leak/ cci), ent, cardiology (new arrythmia sxs), upper cervical spine specialists, functional provider, and immunology/allergy. Workup (labs and imaging; 3 brain MRI, 1 brain CT, cspine MRI/xr) has ruled out structural or primary neurologic pathology. Several specialists suspect an immune-mediated adverse reaction, possibly related to autoimmune/ inflammatory syndrome induced by adjuvants (asia), triggered by the radiesse plus injection. There is no prior history of similar symptoms, and the timeline of symptom onset and progression closely correlates with the timing of the injection.